Event description:
Injury sustained to right knee while windsurfing. At time of injury rptr was wearing the knee brace. This injury resulted in a torn medial meniscus which required arthroscopic surgery, performed 7/15/93. The surgery included removal of a bucket handle tear of the medial meniscus.